Event description:
It was reported that a couple weeks after implant, the right ventricular (rv) lead had a threshold increase, an rwave decrease and oversensing. A lead dislodgement was suspected. The patient was scheduled for a lead revision and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2003. (B)(4).